Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. The pressure transducer printed circuit boards (pcbs) and expiratory channel printed circuit board (pcb) were found defective. The conclusion was that the reported failure was solved by replacing the (pcbs). The ventilator returned for the costumer for clinical use. The received device logs confirmed the reported failures in 2020-09-12 no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).